Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.